Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the invesitgation site.

Event description:
It was reported that the pilot balloon of a portex® cuffed blue line ultra® suctionaid 8.0mm tracheostomy tube deflated. The nurse attempted to refill the cuff with air, but found that the pilot balloon had a scratch on it, which prevented the cuff pressure from being kept. The patient's peripheral capillary oxygen saturation dropped. The tracheostomy tube was replaced. No permanent injury was reported, and the outcome of the event was reported as full resolution. See MFR: 3012307300-2017-01041.

Manufacturer narrative:
Device evaluation : one portex sample was received in used condition without its original packaging. Immediate visual inspection found that the sample had one tear in the pilot balloon. To further investigate the issue, relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was also conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. The event problem source was traced to manufacturing related to the following noted probable causes: movement of the extruded tube before the blow molding process, wear in the stamping coating, and/or the leak was not detected during leak testing.